Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure and a mid-urethral sling procedure on (B) (6) 2009. Post-operatively, the pt reports dyspareunia beginning (B) (6) 2009. The pt was treated with vaginal estrogen.

Manufacturer narrative:
(B) (4). (B) (4) - dyspareunia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.